Event description:
It was reported during a lung radiofrequency ablation procedure, following advancement of the introducer needle the pt began coughing and vomiting blood. A pulmonologist was called in for consultation. The bleeding ensued and the pt went into cardiac arrest. Several attempts to resuscitate the pt were unsuccessful and the pt subsequently expired. The autopsy results revealed a dissected secondary pulmonary artery, which the user facility believes, occurred during the advancement of this device. The user facility indicated this is an inherent risk of the procedure. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be performed. No malfunction of this device was reported. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "when using the device in situations were vision may be limited, burns may result if the device is activated outside the field of view... Safe usage of the device requires adequate separation between the thermal lesion and adjacent structures."